Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for degeneration was confirmed based on the provided information from the field clinical specialist (fcs). A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. It should be noted that the thv was implanted in the tricuspid position. Implanting a thv in surgical valve in tricuspid position using the sapien 3 ultra (s3u) with the commander delivery system (ds) was not an indicated use at the time of implantation. Therefore, this was an off-label operation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years post procedure with a 26mm sapien 3 ultra valve the valve was failing. This sapien was placed in a failing 29mm non-edwards valve in an off-label tricuspid position. Recently, she has been experiencing symptoms of heart failure, including shortness of breath, fluid retention, and fatigue, which are related to her tricuspid valve issues. There is concern about clot formation on the valve leading to scar tissue, which impedes valve function.'' Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 4 years post procedure with a 26mm sapien 3 ultra valve the valve was failing. This sapien was placed in a failing 29mm non-edwards valve in an off-label tricuspid position. The patient is a 35yr female with history of sickle cell disease, which has led to clotting complications, including pulmonary emboli. Her tricuspid valve issues began with an open-heart surgery in 2016 due to valve dysfunction from an infection. Initially, a repair was attempted, followed by a catheter-based valve replacement in 2017. In 2021, the valve became infected again, necessitating a complete replacement with bioprosthetic valve in cleveland. In all she has had 3 prior cardiac surgeries. Recently, she has been experiencing symptoms of heart failure, including shortness of breath, fluid retention, and fatigue, which are related to her tricuspid valve issues. There is concern about clot formation on the valve leading to scar tissue, which impedes valve function.

Manufacturer narrative:
The investigation is ongoing.